Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was stuck on black password screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black password screen. A field service engineer (fse) found the station booting into the basic input/output system password screen and opened the back of the all in one to inspect. Loosened the zip ties and reseated all cables on the docking station, then tested the connections. Contacted tsc and requested log file review to check for any indication requiring a reimage. Performed multiple warm and hard boots and ultimately completed a successful cold boot into the application. Tsc confirmed the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.